Event description:
It was reported by the physician that the handheld device would not power on. Troubleshooting was performed verifying the handheld device would power on and work properly if plugged into a power source, but would not power when not plugged into a power source. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The handheld device and associated software were received by the manufacturer for analysis. Product analysis was completed for the returned handheld device which showed no anomalies associated with the handheld device were noted during testing using the ac adapter or the main battery with a full charge. The handheld device performed according to functional specifications. Product analysis was completed for the returned software which showed no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.